Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization. The patient presented to the index procedure with a myocardial infarction (mi). The index procedure treated a de novo lesion in the proximal left anterior descending artery (lad). The lesion was 3.3 mm wide, 11mm long, and 100% stenosed. The physician predilated the lesion prior to placing a 3.0 x 16 mm express2 bare metal stent. Residual stenosis was 0%. The patient received heparin, bivalirudin, plavix, atenolol, statins, and ace inhibitors during the procedure. The patient was discharged 6 days later. At 129 days post index procedure, the patient presented with chest pain and a positive stress echo. During angiography, 100% in stent restenosis of the prox lad 3.0 x 16 mm express2 bare metal stent was found. The lesion was treated successfully and the event resolved. The patient was on aspirin and plavix at the time of the event. In the opinion of the physician, there is a probable relationship between the device and the tvr.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Following a thorough review of the reported complaint, the root cause will be documented as an anticipated procedural complication because of the likelihood that the patient anatomy contributed to the reported complaint and due to the lack of information implicating a root cause related to the device.